Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake would not set at the head end of the stretcher, due to a broken pivot link. The technician installed a brake/steer upgrade kit to repair the bed.